Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a device check, the programmer's wireless telemetry was lost with the patient's device. Attempt to re-attempt using the "extend wireless connection time" and with the programmer head were unsuccessful causing the programmer to freeze. The programmer was turned off and back on again. It was noted that no data loss occurred as a result of the issue. Programmer status is unknown. No patient complications have been reported as a result of this event.